Event description:
The customer did not report initially any information as to the reason for the return of this product. There was no patient injury. The product was received with a note on it stating "no sound". Inspection shows that the alarm powers on, but has no alarm tone.

Manufacturer narrative:
(B)(4). Results - evaluation of the returned product found that the alarm has power but there is no alarm tone. (B)(4).